Event description:
Event description cpi received information that the physician could not interrogate or elicit magnet tones from this implantable cardioverter defibrillator (ICD). The physician performed an invasive procedure and elected to explant the ICD and lead system.